Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of up to 490 (mg/dl); however, contact did not provide a specific time frame. Reportedly, customer has changed infusion sets and site placements per health care provider recommendation; however, customer has continued to experience elevated bg levels. Customer discontinued use of the pump and reverted to insulin injections for diabetes management. Although requested by tandem technical support, contact declined to perform troubleshooting for the pump. Contact did not provide an anticipated time frame for the customer to reinstate pump therapy.